Event description:
Information was received that device did not malfunction, it stated "cassette not attached." Additionally, a new administration set was used to resolve the issue.

Manufacturer narrative:
Device evaluation results: one cadd administration set was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 under normal conditions of illumination. No abnormalities were noted. During testing, the product was found to be functioning as intended. The device was connected and primed without issue. No fault was found with the product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was implicated in causing a pump to alarm "cassette not attached". There were no reported adverse events.